Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new and replaced ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted that the ICD and right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, which now were out of range. There was also increasing, but within range, pacing impedance measurements in the ventricle. Device replacement was recommended. This ICD and rv lead remain in service and no adverse patient effects were reported.